Event description:
It is reported that customer experienced keypad anomaly during bolus set up. Customer's blood glucose was 120 mg/dl. Customer will request out of warranty letter. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.